Event description:
The customer reported the system displayed a heat warning during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and loaded newer version of software. System operates as intended. (B)(4).